Manufacturer narrative:
Age, sex, weight and ethnicity: unknown/ not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the patient interface(pi) during the laser firing. Procedure was completed successfully. There was no patient injury or surgical intervention needed.

Manufacturer narrative:
Corrected data: upon review it was noted that although there was indication the complaint device was available for evaluation and would be returned by the customer, at the time of submission of the initial MDR the complaint device had not been received for evaluation and coding was not provided to support that the device has not been returned. This follow-up report is being submitted as a correction report and to update the coding to address the type of investigation, investigation finding, and investigation conclusion that should have been provided initially. To date the device still has not been returned. Section h3: other (81): the patient interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.